Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. At the explant procedure, when the device was removed from the pocket, it was noted that there was a small magnet, small links of a chain and what appeared to be a small nail in the pocket. It is unknown at this time how these things got there. There was no report of adverse patient effects due to the explant procedure.